Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screw from a handle for a torque limiting attachment (tla) was found broken and then was missing on an unknown date. The issue was found in sterile processing. There was no patient involvement. This is report 1 of 1 for complaint (B)(4).